Event description:
It was reported that while trying to push through t1 and t2 the needle bent easily when it was inserted into the patient, then just one t deployed successfully. All t's were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment shows the needle is dramatically bent on two planes. The depth limiter has been removed and no ts or suture remain on the delivery needle or were returned for examination. The condition of the device indicates it was subjected to excessive force during use. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed."

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.